Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected device was tested by a technician and the log file was provided for a detailed analysis. Based on the analysis it was determined that the reboot was caused by software issue. In case the device is used for several month without interruption, it can occur that the ram becomes overloaded. In case the ram becomes overloaded, the device initiates a reboot in order to reset the main memory. A reboot lasts approximately 15 seconds and is accompanied by an audible alarm. After the reboot, ventilation is continued with the latest settings. In this case the carina ventilator was used for home care of a private person. The intended use of the carina is for treatment of sub-acute care patients in hospital or medical rooms, not for home care. As the device is generally switched off usually during patient changes on a regular basis, this failure is unlikely to happen in hospital usage. Except one report from the same user, no similar case, related to the same root cause, has been reported to dräger.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the carina rebooted with error a003. No patient consequences reported.